Manufacturer narrative:
Based on the current information provided, the cause of the customer reported complication cannot be determined. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure. A review of the site's system logs for the reported procedure date was conducted by an isi senior failure analysis engineer (fae). Investigation revealed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported complaint. This complaint is being reported due to the following conclusion: a patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax. The patient required placement of a chest tube and hospitalization to resolve the complication.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax. As a result, the patient required chest tube placement and hospitalization. There was no report of a device malfunction associated with the event. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.